Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: (B)(6) continues to verbally report multiple pump alarms to the b. Braun team. Included report indicates air in line during use. These alarms have interrupted therapy and have caused delays in patient care. They are super frustrated and have communicated that they understand how to troubleshoot the alarms. Additional support was provided to provide re-education. No injury reported.